Event description:
Within the first 15 minutes of a routine hemodialysis treatment, the operator experienced a system alarm. The operator was not able to recover from the system alarm. Rinseback was not performed in a timely manner and the blood in the cartridge circuit clotted, resulted in a 210cc blood loss. No medical intervention was required.